Manufacturer narrative:
Corrected information: h8 (transcription error) additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The sound emitted by the cycler during the treatment test was normal. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving a supply bag lines are blocked alarm during dwell 6 and a draining slowly message during drain 2. The patient's caregiver also reported hearing a grinding noise which occurs for about 3 minutes between step 1 and step 2. Treatment was cancelled during dwell 6. A review of the patient¿s treatment records identified that the patient drained 2914 ml during drain 3 of the treatment. This drain volume is 181% the patient's largest fill volume of 1607 ml. As a result of the iipv event, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued and the reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. Multiple follow up attempts were performed, however, a response was not received.